Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one pprt ti isp 8gr int port kit with the following components were received: one powerport implantable port, one introducer needle, one 8.0fr peel-apart sheath and vessel dilator, one vein pick, one right-angle non-coring needle, one straight non-coring needle, one cath lock and one catheter stylet loaded to a groshong catheter, one guidewire loaded to a guidewire hoop, one tunneler, one syringe and one sealed safety infusion set. Functional, gross visual and microscopic visual evaluations were performed. The 8.0fr peel-apart sheath and vessel dilator were noted to have bunching and kinks throughout and both samples were noted to be bent. Therefore the investigation is confirmed for the identified deformation issue. However the investigation is inconclusive for the reported limited information issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 12/2024) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, the peel away sheath was allegedly had some problem. The procedure was completed using another device. There was no reported patient injury.